Event description:
It was reported that the pump would become hot to the touch while charging despite being in room temperature conditions. Reportedly, the customer continued using the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.